Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing. The customer reported that they had to create a temporary patient to get the meds for the patient that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient did not show on one station since patient was already discharged. A technical support specialist remotely accessed the device and verified the information in the server database to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.